Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported that the patient's pump was not functioning as it had an empty reservoir. The pump was audibly alarming, however they did not have access to a physician programmer. They requested the pump be programmed to off state. The patient was not able to leave their house and it was thought the drug infusion system was not effective for the patient's pain, however they were not certain of that. It was also thought that there had been dilaudid in the pump, however they were not certain of that either. The date the reservoir went empty was asked, but unknown. It was noted the patient was on hospice care and they had been managing the patient for only a month. The pump off form was requested. No further issues were reported or anticipated.

Event description:
Additional information was received from a healthcare professional (hcp). The patient was in hospice due to lung deterioration. Since the patient was in hospice, they were unable to make it into the office and the patient's pump went empty. The patient was doing well with the pump and since the patient had not been able to get a refill, the patient experienced a lack of therapeutic relief. No further issues were reported or anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.